Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level of 260 mg/dl. The customer changed out the supplies and delivered a bolus to address bg level. The contact believed that cause of the high bg level was due to supplies needed to be changed. Tandem technical support recommended to contact their healthcare provider regarding the bg level event.